Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, low sensing amplitude, and the tip of the lead broken and was abandoned in rv. Moreover, the suspected caused of the high threshold was this lead being pulled back. As of this time, this lead was explanted and replaced. No additional adverse patient effects were reported.